Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system had a suspected infection. The infectious disease physician ordered that the ICD generator be replaced, but not the leads. Antibiotics were administered. Subsequently, the generator was replaced and the leads remain in service. Cultures were done and the device was sent for testing, however, no results were available to the field representative. No additional adverse patient effects were reported.